Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Drill broke in surgery while drilling . Another drill was present and used instead. Surgeon saw the drill break off while drilling. Replaced with another drill during tka.